Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. No tests/laboratory data was available. No information was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a peripheral procedure that the procedure was going fine. The catheter was moved distal to the lesion while preparing for an interventional procedure. While pulling back, the catheter met resistance and the image was lost. The catheter was removed and it was noticed that the tip was missing. It was determined under fluoro that the tip was on the guidewire. The wire was removed with the tip still attached. The physician was able to retrieve both pieces of the tip; all portions of the catheter were accounted for, nothing was left behind. At this point the case was complete. No harm to the patient. The device was returned with the scanner and floppy tip broken off, but included with the device. All portions of the device were visually and microscopically inspected prior to decontamination. The scanner and floppy tip were broken off and returned with the device. There was a bulge in the floppy tip 10.5 mm from the proximal end of the inner member, a kink was present in the floppy tip 14.5 mm from the proximal end of the inner member, the weld legs were broken at the scanner, and blood was present beneath the esl. A 0.0160'' guidewire was inserted into both portions of the device and was able to pass through the inner lumen of both sections without encountering resistance. The reported damage was observed. The probable cause of the scanner separation is damage in use as result of applying excessive force when resistance was encountered in the form of bending and bulging on the floppy tip. Per IFU, "do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use." Strain, impact, and forces associated with use can affect the integrity of the device. This event is being reported because there is a potential for harm if the event were to recur. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.